Manufacturer narrative:
The lot number was not provided; therefore, a lot history review could not be performed. The device was not returned for review; therefore the investigation is inconclusive for detachment. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that unknown g2 vena cava filter allegedly experienced a detachment of device or device component. This information was received from one source. The malfunction involved one patient with no patient consequences. The patient's age, weight, and gender were not provided.